Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 20101226.

Event description:
It was reported that the patient was not getting an adequate pain relief despite multiple reprogramming done. The patient underwent a device explant procedure. The explanted ipg and linear leads were not returned due to hospital policy.